Event description:
Customer's mother called to report that pump was having problems which were causing customer to feel ill. Customer was throwing up and had large amounts of kelories. Mother stated that the pump gave an alarm that cleared out all of the settings. Pump also gave an off no power alarm, followed by a constant tone that would not clear. In addition, the pump alarmed e17 the day of hispitalization as well as the day before. Customer was taken to the emergency room and was released the same right.

Manufacturer narrative:
Unit has constant tone due to faulty chip on mother board. Unable to perform functional tests, including tests for off no power or e17 due to the constant tone.